Event description:
The reporter stated that she did meter to hcp meter comparison tests during a routine doctor visit. Tests were done side by side, using same fingerstick. Reporter meter did not provide a result; reporter removed strip, confirmation dot was not completely blue so she added a drop of blood and reinserted; result was 87 mg/dl. Doctor's meter (type unknown) read 133 mg/dl. Reporter did not have any symptoms. On follow up, reporter stated that she has added blood lately to make confirmation dot turn blue. Reporter has been using a dry tissue to clean the test strip holder and optics. No harm was alleged.